Event description:
It was reported that the user experienced multiple nocturnal low glucose events while using the ilet, with a documented glucose of 47 mg/dl and continued device use until initiating a return due to a preference for more control and a transition back to a different pump. Symptoms included sweating and feeling nervous. Outcomes included self-treatment with oral glucose, including glucose tablets and apple juice, with no outside assistance and no medical intervention or hospitalization. Investigation included complaint intake, collection of blood glucose details, and initiation of return logistics for device and unopened supplies. Investigation of this case revealed no device malfunction reported, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.